Event description:
Meter name: one touch profile. Strip name: lifescan one touch teststrip. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: weakness, fatigue and hunger. A patient reported they were unable to test. Their meter allegedly would only prompt not enough blood. The result on their meter was: unable to test. No other comparisons reported. No other blood glucose tests reported. No treatment was reported. No further info has been reported.